Event description:
A user facility reported that an intraocular lens (iol) was noted to have a scratch when opened. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/03/2009 and 04/23/2009 by fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/01/2009.